Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the cable connector j703 was pulled off of the distribution node (dn) pca damaging wires in the cable and causing the reported "add gel/replace belt" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/ replace belt messages.